Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was tested and the reported issue was able to be confirmed as the logs showed c-33 errors logged between 10/30/2025 and 11/5/2025 with initial occurrence on 10/30/2025. Inspection during the fa process was able to replicate the reported event; when the unit was tested on a system, it presented c-33/c-00 error on startup. Additional c-00 errors appeared in the erbe logs. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the energy activation was interrupted due to error c0000. The customer tried rebooting the erbe generator with no success. They tried to use a different generator but the surgeon decided not to use it and proceeded to a laparoscopic procedure. Isi followed up with the initial reporter and obtained the following additional information: the error occurred during set-up.